Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.